Event description:
Inappropriate shocks for oversensing, noise; low, decreasing, and infinite impedances.

Event description:
Inapproriate shocks for oversensing (sic >44,000), noise; low, decreasing, and infinite impedances. Returned with no information and subsequently tested out of specifications.